Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a purge failure was observed on the automated impella controller (aic) as the purge disc was not being detected. The initial aic was replaced with a new device. No report of patient involvement, harm, or injury.